Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgment occurred. The target lesion being treated was located in the proximal right coronary artery (rca). Details of the lesion are unknown. The physician attempted stenting the lesion with the 2.25x12mm ion stent through a previously placed unknown manufacturer's stent however, the stent dislodged from the stent delivery balloon. The physician then used an unspecified stent to crush the 2.25x12mm taxus ion stent against the vessel wall. No further patient complications were reported and the patient's status is is ok.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).